Event description:
Caller reported pt passed out at school. The paramedics were called. The freestyle flashmeter reportedly gave a reading of 89 mg/dl and the paramedic's unk brand meter read 65 mg/dl. The customer was transported to the hosp and was treated in the ER with a glucose injection and gel. The reported freestyle flash reading was inconsistent with the customer's symptoms and treatment.